Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with evidence of fluid ingression. Event history log review was performed and found no disposable alarms recorded in the event log. Visual inspection, simulated use testing and sensor verification were performed. The customer's reported problem regarding "double beep no cassette attached" was unable to be duplicated. During investigation simulated use testing was unable to replicate the error with or without the disposable attached. The pump showed sign of fluid ingression. The upstream occlusion sensor will be recalibrated, and the downstream occlusion sensor will be replaced to address the issue due to the possible fluid ingression. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette" alarm. It was reported that there was no patient involvement.